Event description:
It was reported that the device was stuck in warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient's spouse reported that the sensor took too long to connect. On the same day the device was inserted, the display device kept on saying it was warming up, and it was 6 hours before they got a reading. Of note, the patient is a tandem t slim pump user. During this time, aid (automated insulin delivery) would have been unavailable due to the absence of readings. It was not specified whether the patient was checking the bg (blood glucose) during the prolonged warmup period. During the prolonged warmup period, the patient developed symptoms of malaise, lethargy, polydipsia, and vomiting. When the cgm warmup finally completed cgm alerted that the egv (estimated glucose value) was high, and the bg was 463 mg/dl. The spouse attempted to treat symptomatic hyperglycemia with insulin via syringe; however, efforts did not work, and they presented to the ed (emergency department) around 2045. The patient was admitted to ICU (intensive care unit). There, the bg was 623 mg/dl. The reading at that time was not documented; however, the sensor was removed by the patient. The patient was treated with IV insulin and discharged (B)(6) 2024. The patient was stable at the time of the report. Performance data was reviewed. Confirmation of the allegation and probable cause could not be determined. However, it was noted in the logs that there was signal loss equal to or under an hour during warmup. A bg meter value of 450 mg/dl was entered at 10:42 am, prior to warmup, and 326 mg/dl was entered at 12:58 pm, during warmup. After the two-hour warmup, the first egv reading of 347 mg/dl was at 1:47 pm. The high alert threshold was set to 300 mg/dl, but the app did not deliver high alerts as it was manually disabled. From 4:02 pm to 12:22 am the next day, the patient's egvs were high (more than 400 mg/dl). The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.